Event description:
An elderly male patient who was status post ex-lap removal of chronic draining sinus, had been discharged from the hospital to home. The jackson-pratt drain (jp drain) had been placed in or on two days earlier. Several days later, the patient contacted the general surgery physician's office and reported the jp drain had cracked and was broken at the skin. The fractured drain was removed in entirety in clinic in outpatient setting by a general surgery fellow. Manufacturer response for 15 fr cardinal health jp drain, cardinal health (per site reporter). There were several lot #'s identified with similar fractured/separated jp drains that occurred. The hospital supply chain collaborated with representatives from cardinal health. An investigation was conducted and cardinal health completed a product recall.